Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2016, and confirmed the leak from cut tubing on normally closed pinch valve pv49; the tubing was replaced, resolving the event. (B)(4).

Event description:
The customer reported an uncontained leak of approximately 10 ml of fluid from the right side of a coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat when the leak was discovered and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.